Event description:
It was reported that a patient underwent an eye procedure on (B)(6) /2021 and suture was used. During the procedure, the suture broke when it was used in the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to this issue? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/23/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to this issue? All answers above are unobtainable. Once there is any update, we will update the information. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify.